Event description:
During a knee repair, two devices failed during use. One device did not deploy at all, the other t1 deployed, but t2 would not and as a result, t1 was left in the joint unsupported. A back up device was available.

Manufacturer narrative:
Device is not being returned for eval. (B) (4)